Event description:
A (B)(6) male pt contacted zoll customer support to report that the pt's battery charger/modem screen went black and doesn't appear to be charging batteries. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger won't power on) has been confirmed. Upon evaluation, the power brick connector would not stay connected to the charger. The cause for the damaged connector cannot be positively determined. No adverse event resulted from the defective power brick connector. The pt rec'd a replacement battery charger/modem.